Manufacturer narrative:
This event is being reported as per gambro policy all cases of pt's death within 24 hrs after end of the treatment are considered reportable regardless of any involvement of a gambro device.